Manufacturer narrative:
The restraint belt buckle was not properly secured and caught in the caster horn. The crew continued to attempt to raise the cot electronically causing a bent caster horn.

Event description:
It was reported by service report that the caster horn is bent causing the wheel to be locked up on the left head end. No pt involvement or adverse consequences are reported.